Manufacturer narrative:
(B)(4) date sent: 6/11/2026 d4: batch # 653d55. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number of 653d55 / 42pouch, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any part of the pouch fall into the patient? If so, was the part retrieved? If a part broke off of pouch, is the part and the rest of the device being sent back for analysis? Or was the torn portion disposed of? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, pouch breaking during surgery. Each time the bag split open while trying to remove it from the patient and the specimen has fallen back into the patient. There have been no adverse patient outcomes report due to these event.